Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) checked the system remotely and confirmed that the system had intermittent start-up issue. The issue resolved after multiple restarts. A philips field service engineer (fse) inspected the system onsite and reviewed the log file which confirmed that the power supply in the r cabinet was defective. The fse replaced the power supply in the r cabinet to resolve the issue. The issue reoccurred due to motion constrained geometry. So, the fse replaced the geo pc and reloaded the software in the subsequent case. The cause of the geo pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the geo pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system had start-up issue. No harm was reported to philips. Philips has started an investigation of this complaint.